Manufacturer narrative:
A spacelabs healthcare field service engineer (fse) went on site and verified the loss of displays. Following troubleshooting it was identified that the display port splitter was no longer connected to power. Once the power was restored to the splitter the displays became functional. The fse configured all displays and verified functionality before the unit was put back into service. The fse identified the failure was a result of power loss to the display splitter.

Manufacturer narrative:
Spacelabs healthcare technical support walked the customer through troubleshooting the displays, however the issue could not be resolved. The customer stated they would move affected patients to a new central station to resume patient monitoring. A spacelabs field service engineer (fse) was paged to go on site to further evaluate and troubleshoot the device. A follow up report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that while monitoring patients on a xhibit central station (xcs), the central station suddenly rebooted on its own, following the reboot the xcs displays were blank. There was no patient or user harm associated with this event.